Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user and endocrinologist were concerned about recurrent infusion occlusions associated with intermittent high blood glucose while using the ilet, and these events reportedly resolved only after changing supplies; the device problem was characterized as obstruction of flow and implicated the connector/coupler component. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed deformation associated with the affected component consistent with an obstruction of flow localized to the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.